Manufacturer narrative:
After further review of manufacturer device report 1220648-2025-26536, the patient was reported as successfully escalated from the impella cp to the impella 5.5. The patient remained on the impella 5.5 for an additional seven days before expiring. The death while on impella 5.5 has been captured in manufacturer device report 1220648-2025-26583. Please see the following revisions to manufacturer device report 1220648-2025-26536 to reflect these updates. B.2 death and date of death omitted. B.5 revised information . H.1 type of reportable event revised to serious injury . H.6 health effect impact code 1802 and 4614 reported in error - new code added for escalated device to impella 5.5.

Event description:
After further review, the patient was reported as successfully escalated from the impella cp to the impella 5.5. The patient remained on the impella 5.5 for an additional seven days before expiring.

Event description:
The user facility reported a patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support (mcs) experienced a stoke and subsequently expired after explant of the device for escalation in care. The patient was admitted in with fulminant myocarditis and initially managed with an intra-aortic balloon pump (abp) and extracorporeal membrane oxygenation (ECMO). The patient's condition did not improve and therefore the patient was escalated from an iabp to an impella cp device for mcs. As it was determined the patient would require long-term support, escalation to an impella 5.5 was considered. A computed tomography scan for preliminary evaluation was completed, and a cerebral hemorrhage was observed. Event noted to have occurred approximately 8 days after starting impella cp mcs. It was noted heparin in the purging fluid was 10u/ml and activated clotting time was controlled at 160-180 seconds. The patient was escalated to the impella 5.5 and would remain on impella mcs for an additional 7 days before expiring. Additional information noted the cerebral hemorrhage was in the occipital lobe and was determined that there was no risk to life. The cause of death was noted as cerebral edema. The physician commented the cause of the edema, however, is unknown. The patient had myocarditis, and therefore, may have been caused by a virus, etc. There is no relationship between impella and the edema per the report. The cerebral hemorrhage, however, may have been caused by the anticoagulant associated with the use of the impella. Although it is still unclear whether the cerebral hemorrhage was caused by the impella cp. Although the cause of death cerebral edema with an unknown cause was noted to be unrelated to the impella, there is not enough information to discount the impella cp device given the unclear association with the hemorrhagic stroke.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿